Event description:
It was reported that the patient presented to the hospital after receiving an alert. Interrogation revealed an alert for out of range hv lead impedance. Review of session records showed an increase in hv lead impedance. The physician suspects the lead dislodged due to excessive chest tissue. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.